Event description:
It was reported the air/ water channel exhibited a white detergent solution. There were no reports of patient harm/involvement.

Manufacturer narrative:
"The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. "